Event description:
It was reported that when using the bd pyxis¿ es server, multiple users or nurse profile access missed. Nurse were able to see only 2 options while sign. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that the deletion was performed by a user with the pharmacist role, which at the time still had the add/edit user roles permission enabled, allowing role deletion beyond the intended administrative control. System logs and lab validation confirmed that the application behaved as designed by presenting a warning prompt indicating active users assigned to the role; however, the user explicitly confirmed the deletion, which led to the immediate removal of all associated role and area mappings. Since role deletion was irreversible within the application, restoration required manual reconfiguration of users using extracted data. The root cause was identified as over-permission of non-admin roles combined with manual confirmation of role deletion, rather than a system defect. Corrective action was taken by promptly removing the role management permission from the pharmacist role, and preventive measures included restricting role deletion privileges strictly to designated administrators and implementing governance controls to avoid similar incidents. The system functioned as intended after the technical support specialist investigated the device.